Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and cervix carcinoma ('cervical cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have cervix carcinoma (seriousness criterion medically significant) and experienced loose tooth ("loose teeth since implanted"), malpositioned teeth ("my teeth shifted") and device expulsion ("coil has migrated into my cervix"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, cervix carcinoma, malpositioned teeth and device expulsion outcome was unknown and the loose tooth had resolved. The reporter considered cervix carcinoma, device expulsion, loose tooth, malpositioned teeth and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and cervix carcinoma ('cervical cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced loose tooth ("loose teeth since implanted"), malpositioned teeth ("my teeth shifted") and device expulsion ("coil has migrated into my cervix") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, malpositioned teeth, cervix carcinoma and device expulsion outcome was unknown and the loose tooth had resolved. The reporter considered cervix carcinoma, device expulsion, loose tooth, malpositioned teeth and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 3& 4 proceed together- social media received: newly added events- cervical cancer, device expulsion, reporter was added. On (B)(6) 2020: social media received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loose tooth ("loose teeth since implanted") and malpositioned teeth ("my teeth shifted"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and malpositioned teeth outcome was unknown and the loose tooth had resolved. The reporter considered loose tooth, malpositioned teeth and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 17-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loose tooth ("loose teeth since implanted") and tooth disorder ("my teeth shifted"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and tooth disorder outcome was unknown and the loose tooth had resolved. The reporter considered loose tooth, medical device removal and tooth disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.